Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown, information not provided. Date of event: unknown, not provided, best estimate is between (B)(6) 2019. If explanted, give date: not applicable, remains implanted in the eye. (B)(4). Device evaluation: product testing could not be performed because the product was not returned (the lens remains implanted). The complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search in the complaint system revealed that one similar complaint was received for this production order number; however, no product deficiency was identified for that case. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
A patient reported that she received an intraocular lens (iol), model zxr00, 25.0 diopter implant in the right eye (od) on (B)(6) 2019. During the post operative visit, the patient was unable to see far, although her near vision had improved. The patient indicated that she can not stay more than five minutes at one point because it gets blurry which that also interferes with her left (os) eye vision. The patient noted that she always had good vision and pressure in both eyes and that she is not diabetic. It was added that the eyeglass lens used was (far: +0.75 and near: +3.00), so it was used for reading and/or driving at night. After the surgery and more than 60 days, the patient was not allowed to drive, especially at night, giving an effect of duplicity in vehicles that came in the opposite direction. The patient consulted with another ophthalmologist and the result was (far: -2.50 and near: +0.25). It was noted that there was no intervention during the implant. No further information was provided.